Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There were no device issues reported and it was acknowledged that the pneumothorax could have likely occurred via another modality. A system log review cannot be performed because the system logs are not available at this time. This event is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement to resolve the issue. There was no report of any device issues.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The target nodule was on the left upper lobe and about 15 millimeters in size. The nodule was in a high risk area on the aorta and the physician biopsied off the mediastinum. The physician attributed the pneumothorax to the location of the nodule and a known potential complication of the procedure. There was no report of a device malfunction associated with the event. The procedure was completed with no delays. A chest tube was placed to resolve the pneumothorax. It was documented that the pneumothorax could have likely occurred via another modality.